Event description:
The physician reported that the cutter did not actuate when the probe was used in the patient's eye. The problem was resolved after replacing the product and the surgery was completed with no harm to the patient. Additional information and product sample has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One probe was returned for the cutter not actuating. The customer also indicated the cutter had a scratch from the beginning. A device history record (DHR) review for the lot was conducted. No anomalies were found during the device history record review. The product was released based on the manufacturers' acceptance criteria. No additional investigation is required based on device history review. The sample was visually inspected using (B)(4) magnification and found to be visually conforming for issues that were related to the customer complaint. Actuation and aspiration testing were performed and deemed conforming. No root cause was identified from the product investigation. (B)(4).